Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote manager, the fridge was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager remained locked when it should have been unlocked. A field service engineer found that the controller board had been recently replaced, and the hasp alignment appeared correct the latch assembly was proactively replaced and greased. It was also observed that the large fridge was unstable on the ground, which may have contributed to the issue. The levelers at the bottom of the fridge were lowered to improve stability. The latch was tested multiple times using the hardware test application, and no issues were found. The system functioned as intended after the field service engineer repaired the device.